Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion as located in a shunt. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. Imaging was then performed and it was confirmed that no vascular injuries occurred. The procedure was completed with another 6.0mmx40mmx40cm (4f) sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 4cm longitudinal tear starting at the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion as located in a shunt. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. Imaging was then performed and it was confirmed that no vascular injuries occurred. The procedure was completed with another 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter. No patient complications were reported.